Event description:
Limping on her leg [gait disturbance]. Fluid retention in right knee [joint effusion]. Swelling in right knee [joint swelling]. Pain in right knee [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012, from physician regarding a (B)(6) female patient, with gonarthrosis of both knees. The pt¿s medical history was significant for previous medical device implantation with synvisc and suvenyl therapy. On (B)(6) 2012, the pt received the first synvisc (hylan g-f20) injection of the second course, dosage regimen not provided in an unspecified location. The lot number for synvisc was not provided. On (B)(6) 2012, the pt developed fluid retention in right knee, swelling in right knee and pain in right knee. The same day, the pt visited the hospital with limping on her leg and 15 cc of yellow opacified joint fluid was vacuumed. It was reported that the pt developed pain and swelling only in the right knee which was originally worse deformation and inflammation than that of the left knee which had no problem. The same day, patient was treated with triamcinolone acetonide and initiated treatment with suvenyl injection. Action taken with synvisc was permanently discontinued. On (B)(6) 2012, the pt recovered from the events of fluid retention in right knee, swelling in right knee and pain in right knee. The outcome for the event of limping on her leg was not provided. Relevant concomitant medications were not provided. The intensity for the events of limping on her leg was not provided. Relevant concomitant medications were not provided. The intensity for the events of limping on her leg, fluid retention in right knee, swelling in right knee and pain in right knee was not provided. The reporter assessed the relationship between synvisc and the events of fluid retention in right knee, swelling in right knee and pain in right knee as definite and did not provide relationship with the event of limping on her leg. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR¿s comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.